Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted the user and received the information that the device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ew2. In addition, they shared the first culturing results conducted by the user. The result was following; klebsiella spp. (38cfu) was detected from the instrument channel of the device. And, also mix population (10cfu) was detected from the suction channel. The incoming inspection by the olympus customer service in czech found a damage on the distal end. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of mr. Report #8010047-2021-01478 which was submitted on march 3, 2021. Olympus medical systems corp. (Omsc) has confirmed on march 4, 2021. It was gotten the new information from the user that the first culturing result was a wrong report for the names and the numbers of microbes and where was found from. The corrected details as follows; the following microbes were detected in the sample collected from the suction channel of the subject device enterococcus, bacillus, micrococcus (150cfu/100ml). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel, distal end and forceps elevator of the subject device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The subject device was a loaner device and the user facility tested when the subject device was received. Also other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.